Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two endo gia 60mm articulating medium/thick reloads opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The condition for this incident was instrument did not fire during a sleeve gastrectomy procedure. Functional testing confirmed the safety interlock features successfully prevented the reloads from cycling again. A review of the device history record indicates this device lot number was released meeting all quality specifications. Replication of the damaged knife may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user as follows: - ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Based on the trend, no enhancements or improvements were generated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Event description:
Procedure type: according to the reporter: stapler was not able to fire despite being loaded appropriately. Idrive activation firing button was pushed before firing. Patient involved w.o injury.

Manufacturer narrative:
(B)(4).